Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor reset during pulse testing. The cause of the reset is high voltage deviation to low voltage circuitry. The cause of the high voltage deviation is a shorted q12 insulated-gate bipolar transistors (igbt). The root cause of the shorted igbt cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor, which was returned for an unrelated issue, a reportable problem was found. The monitor reset during pulse testing.